Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for unknown ao pinless external fixator/unknown quantity/unknown lot. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: schuz, m., et al (1996). The new ao pinless external fixator in combination with an undreamed tibial intramedullary nail for treating high-grade unstable tibial shaft fractures. Current traumatology, 26, 287-291. Germany and canada. The article is reporting 13 patients who had the combination method of intramedullary nail (manufacturer unknown) and ao pinless external fixator from january 1993 to january 1995. The pinless external fixator set only includes three different types of forceps. The type of forceps used is selected according to the location of the tibia. The average age of the 7 male and 5 female patients was 45 years (a (B)(6) patient discontinued prematurely). Patients underwent regular checkups postoperatively until the fractures had healed completely. In addition, patient must have a follow-up examination at least 12 months after healing. X-ray analysis of the axis conditions was performed based on the x-ray images taken at the last postoperative checkup with respect to valgus/varus and anteversion/retroversion malposition. Malposition is defined as valgus/varus deviation or anteversion/retroversion of more than 5 degrees. The following complications were reported: patient (B)(6): x-ray image analysis revealed malposition of 6 degrees varus. This is report 2 of 3 for (B)(4). This report is for an unknown ao pinless external fixator.